Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during basal delivery. Customer's blood glucose (bg) was above 500 mg/dl, but exact value was not provided. Customer reverted to manual insulin injection therapy to address elevated bg. Customer changed supplies to address occlusion alarms and resumed insulin delivery.